Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was noticed that the motionless patient nightgown was wet. The y-shaped part of the urethral foley catheter had been cut off, but the tape was still in place. Per follow up information received via ibc on 02jun2025, stated that the patient harm was unknown.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received four (4) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter. Visual inspection of the returned sample noted the catheter was broken into two pieces. A labeling review is not required because event was not confirmed user-related. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was noticed that the motionless patient nightgown was wet. The y-shaped part of the urethral foley catheter had been cut off, but the tape was still in place. Per follow up information received via ibc on 02jun2025, stated that the patient harm was unknown.